Manufacturer narrative:
(B)(4). Additional information: allergan lap band. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Does the surgeon believe that any ethicon sutures was related to any adverse events in this series of patients described in the article? Can specific patient demographics be provided for the subjects of this article? If so, please include: pre-existing conditions, exact procedure performed (if not already specified in the literature), specific medical/surgical intervention per patient. Were these cases previously reported? Is the product code and lot number available for any of the ethicon devices used? Are there devices to be returned for analysis? Is the lot number available for any of the devices used?

Event description:
It was reported in a journal article that the patient underwent a laparoscopic adjustable gastric band insertion procedure on unknown date between (B)(6) 2007 and (B)(6) 2011 and the suture was used running from the greater curvature to the lesser curvature parallel to the lower border of the gastric band and was tied with an extracorporeal knot. It is seromuscular stitching running to plicate or purse-string the anterior gastric wall. The doctor opined that this has helped decrease the incidence of postoperative prolapse. Postoperatively, the patient possibly was admitted to the intensive therapy unit for management of sleep apnea. Following the procedure, the patient possibly experienced acute or chronic gastric prolapse, dysphagia twenty four hour after surgery or four weeks after surgery for tight band, band erosions, inflation port problem, dislocation of the port, port infection and/or abdominal pain. To treat outcomes, the patient underwent possibly a reoperation, band repositioning or changing to ap large, band removal, conversion to bypass, revision of the port site, port repositioning or the port removal with another port insertion. Additional information has been requested.